Event description:
A nurse reported that during three surgeries on three pts, a system message was displayed. Each time the system was rebooted and it went back to normal operation. The actions caused a delay of 15-20 minutes, but in each case the surgery was completed with no harm to any of the pts.

Manufacturer narrative:
The company rep examined the system and replaced the low pressure air source (lpas) module. Preventative maintenance was performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).